Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigation's, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. The complaint for fine adjustment difficulty was empirically confirmed as procedural imagery or event device was not returned. Available information suggests valve alignment performed in a non-straight section of anatomy likely contributed to the event as the customer reported "alignment was performed too high at left pulmonary branch level and with the usual 90 degrees tortuosity." If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. The complaint for balloon tear was empirically confirmed as procedural imagery or event device was not returned. Available information suggests high valve alignment forces likely contributed to the event as the customer reported "balloon torn when pulling back during alignment". High forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in spain, a 23mm sapien 3 case was performed by transfemoral vein approach in pulmonic position. During the procedure, a 20mm non-edwards sheath was used. An attempt was made to implant the valve not aligned and to perform alignment in a straighter section of the pulmonary artery. Alignment was performed too high at left pulmonary branch level and with the usual 90 degrees tortuosity. The balloon tore when pulling back during alignment. The crimped valve with the delivery system containing the torn balloon were removed, and a new sapien 3 valve was implanted successfully. No patient injury was reported.

Manufacturer narrative:
Investigation is ongoing.